Event description:
The facility reports the employee was lowering the individual with the lift. The lift did not stop lowering, and the employee heard a snap. The individual was taken to the hosp for treatment.